Event description:
Despite numerous attempts, no additional information has been received about this case.

Manufacturer narrative:
(B)(4). Dislodged component the analysis results found that the device arrived with the casing broken and the guide face detached; this damage is not related to the complaint information. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test could be performed due to the condition of the device. Although no conclusion could be reached on what caused the damage to the device, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.

Event description:
It was reported that during a minimally invasive low anterior resection, the device was fired and it was found that there was an incomplete staple line. The failure was detected visually and through a leak test. An attempt was made to oversew the staple line laparoscopically, but the surgeon had to convert to an open case to complete the oversewing of the staple line. The patient was reported to be in stable condition following the procedure.